Event description:
During a uterine manipulation, apparently a humi uterine manipulator/injection broke inside the pt. The attending physician was not aware that the device had broken. It was reported that three days after the procedure the broken piece was expelled from the pt. The pt then went to the hosp where a cat scan and and a d 'n c were performed.